Manufacturer narrative:
Investigation - evaluation: a review of dimensional verification, complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, and quality control data was conducted during the investigation. Visual inspection and functional testing of the returned device were performed. The device was returned with the metal stiffener lodged in the catheter. The metal stiffener was able to be removed after an initial snag at the distal tip. A document-based investigation evaluation showed no evidence to suggest the product was not made to specifications. Review of the device history record showed one potentially related non-conforming event for a burred distal tip of the metal stiffener, but that device was scrapped. There was one other complaint (B)(4) related to the lot number for the same failure mode. Based on the provided information, inspection of returned product, and the investigation, a definitive root cause can not be determined at this time. Appropriate measures have been previously initiated to address this issue. We will notify the appropriate personnel and continue to monitor for similar complaints.

Manufacturer narrative:
(B)(4) the event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported by the international customer that, during a percutaneous transhepatic cholangio drain procedure, the metallic stiffening cannula in the ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter became stuck inside the catheter portion of the device. It could not be removed. Another device was used to complete the procedure; however, due to the event, it was reported that bile leaked into the patient's abdominal cavity, resulting in biliary peritonitis. The patient is currently being monitored. The device has been received for evaluation, and the investigation is still pending.